Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation was unable to be performed as the device remained in the amputation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the deep vein thrombosis complaint is unconfirmed. This is not consistent with the reported adverse event/incident. The index procedure related harms identified were prolonged procedure (7 hours) and inability to cross external iliac with wire requiring additional endovascular procedure (right common femoral artery cutdown and endarterectomy). The final patient status was reported as discharged to home on postoperative day 4 in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem: updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for right leg peripheral arterial disease on (B)(6) 2023. Pre-ballooning of the external iliac was performed and three (3) detour system torus peripheral stent grafts (psg) were implanted. Endologix was notified on (B)(6) 2024, that deep vein thrombosis (dvt) or graft occlusion occurred approximately two weeks post-implant. Reportedly, the patient was started on an anticoagulant at that time. No additional information was provided. The patient status is unknown.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted

Event description:
The patient was treated for right leg peripheral arterial disease on (B)(6) 2023. Pre-ballooning of the external iliac was performed and three (3) detour system torus peripheral stent grafts (psg) were implanted. Endologix was notified on 24 january 2024, that deep vein thrombosis (dvt) occurred approximately two weeks post-implant. Reportedly, the patient was started on an anticoagulant at that time. No additional information was provided. The patient status is unknown.